Event description:
It was reported the patient had been reprogrammed several times due to swelling going down. The swelling was at the lead site. It was reported the patient felt a bump at the incision site. It was noted the stimulation would gradually move from the back to down their legs and stimulation was in the wrong location. It was later reported that the patient still had concerns with the device or therapy but was working with the doctor or manufacturer representative and that the appointment date was (B)(6) 2014. It was later reported by the patient that she ¿needed to have a revision.¿ the patient stated when they pulled out previous leads from a different manufacturer, it ¿scarred the sweet spot¿. So when getting the implant ¿they¿ were able to get the manufacturer¿s leads of the permanent implant in the same spot. The patient stated ¿right now¿ she was receiving good pain control in the legs but not in the si joint and back. It was noted that this had been going on since implant. The patient stated she would go in and get the device adjusted and would have good pain control but after a ¿couple of days there would be too much in the lower legs and not enough in the upper legs.¿ the doctor told the patient she had to get reprogrammed so many times because the swelling was going down. The patient stated she was not completely off the ¿meds.¿ the patient noted the goal was to get completely off her ¿meds.¿ the patient called because ¿they turned adaptive stimulation¿ and she wanted to know if she still needed to use the antenna. The patient noted after implant of the device she was only getting relief from the leg pain and not the low back, so the healthcare provider (hcp) did a revision to try and push through the scar to get the sweet spot. The hcp ended up having to pull one wire and she only had one lead wire and it was not in the sweet spot, so the next step was to have a consult with her surgeon to remove a little piece of bone to implant the paddle. The patient was not using up the implantable neurostimulator (ins) as quickly because she had only one lead wire. She had the revision in (B)(6) 2014.

Manufacturer narrative:
Concomitant products: product ID: 977a260, serial#(B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).